Event description:
E was initially received via regulatory authority (food drug administration, reference number: mw5079067) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ciclosporin (restasis), ibuprofen, melatonin and venlafaxine (effexor). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2017, 10 years 4 months after insertion of essure, the patient experienced migraine ("migraines"). In 2018, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and impaired work ability ("I am unable to work"). The patient was treated with surgery (in 2017, she had to have hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder, migraine and impaired work ability outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, impaired work ability and migraine with essure. The reporter considered medical device removal to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/ or assigned to one of the event. She was devastated. She was using saline nose spray incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ciclosporin (restasis), ibuprofen, melatonin and venlafaxine (effexor). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2017, 10 years 4 months after insertion of essure, the patient experienced migraine ("migraines"). In 2018, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and impaired work ability ("I am unable to work"). The patient was treated with surgery (in 2017, she had to have hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder, migraine and impaired work ability outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, impaired work ability and migraine with essure. The reporter considered medical device removal to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/ or assigned to one of the event. She was devastated. She was using saline nose spray. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.